Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that if they were doing anything more than walking pace; if jumping, leaning back or sitting closer to the ins site it would kind of hurt still at the ins site and it felt like it was moving up and down. The patient was redirected to follow up with their health care physician (hcp) to discuss symptoms. There were no further complications reported.